Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of the threshold value for an observation related to the device feature that automatically monitors pacing thresholds. In addition, the right atrial (ra) lead exhibited undersensing on stored and current electrograms (egm), triggering device classified false termination of atrial tachycardia (at)/atrial fibrillation (af) events at times. The left ventricular (lv) lead exhibited high thresholds. The crtd and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 407658 lead, implanted: (B)(6) 2008 and 6935m62 lead, implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.